Manufacturer narrative:
(B)(4). Date sent: 8/21/2023. D4: batch # 904a22. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired with tissue on the reload deck and also some unformed and partially formed staples were noted in the tissue. The device was tested for functionality with a test reload and it fired, and cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. Device history review a manufacturing record evaluation was performed for the finished device batch number 904a22, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2023. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For "staples did not latch on to tissue" please clarify if refers to malformed staples, incomplete staple line or missing staples? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished device ats45 lot number x95h0v and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler did not fire properly on 2nd cartridge. Staples did not latch on to tissue. No patient consequences reported. No further information is available.